Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to okr for evaluation. Okr inspected the device and confirmed the following: the upward and downward directions of the angulation were out of the standard, due to the wear of the angle wire. The universal cord was bent. There was a gap in the adhesive of the bending section rubber. The insulation resistance value at the distal end was out of the standard because the distal end cap was broken. The electrical connector was corroded. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility found that the distal end cap was broken during the preparation for use, and returned the device to olympus (B)(6) (okr). Okr inspected the device and found the following: the coating of the insertion tube greater than 1x1 square millimeter was peeled off. The distal end cap was cracked and partially missing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp.(omsc) confirmed the chip of the repair adhesive for the objective lens from the photograph provided by olympus (B)(4). In addition, omsc confirmed the result of the device inspection, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based upon the past similar cases, the reported event may have been caused by the application of some physical or chemical stress to the insertion section. Examples include physical stress such as rubbing the insertion section, chemical stress due to deviation from the reprocessing manual, poor storage environment such as direct sunlight, high temperature, high humidity, x-rays and ultraviolet rays, etc. The distal end cap may have cracked due to misuse of high-frequency cauterization accessories or laser cauterization accessories, or due to some physical stress applied to the distal end. From the photograph provided by (B)(4), the defect site of the distal end cap was local, so it is unlikely that it was damaged by chemical damage. Since the objective lens, repair adhesive, and distal end cap have traces of partial melting, it may have been damaged due to misuse of the high-frequency cauterization accessories or laser cauterization accessories (unintentional irradiation, damage to the endo therapy accessories, etc). In addition, there is a possibility that the distal end cap was damaged due to some physical stress applied to the distal end, but the exact cause could not be conclusively determined. The instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. In addition, it provides inspection prior to use for distal end and precautions when using a high-frequency cauterization accessories or laser. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.